Manufacturer narrative:
Concomitant medical products: product ID: bi71000053. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) power cord was replaced per procedure. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system's power cord was sparking. There was no patient involvement.